Manufacturer narrative:
Cfn-2017-351 prior follow up esubmission failed in transmission, therefore this follow up was submitted. Post investigation findings: one (1) sample from lot #0000967936 was received for evaluation. Failure mode could be confirmed since the tip of the needle was broken and was not included in the package. See pictures attached a review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot #0000967936 was manufactured on 03-aug-2016. Based on the sample analysis failure was verified, however a definitive root cause cannot be determined for this investigation since no issues were found during the investigation process. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon completion of carefusion's investigation. Foreign body in patient (B)(4). Physical property issue (B)(4).

Event description:
Per end user (B)(6) female was undergoing CT guided lung biopsy when the needle bent and 2 mm piece of tip of needle stuck in the patient's lung. Admitted to clinically insufficient (ward) procedure was completed as planned.